Event description:
A customer in the united states reported false resistant piperaciliin/tazobactum results for an alcaligenes faecalis cap survey strain (d-08), in association with the vitek® 2 ast-gn69 test kit (lot 5890692203). The customer tested the strain from bbl macconkey media (validated) and reported that the a. Faecalis strain was piperaciliin/tazobactum resistant (mic >=128). The expected cap survey result was susceptible. The customer then performed repeat testing with the ast-n69 card and the result was susceptible (mic <=4). Testing with microscan gave a susceptible result (mic<=16). A biomérieux internal investigation will be initiated.

Manufacturer narrative:
A united states customer submitted their cap d-08 2018 alcaligenes faecalis ssp faecalis strain for piperacillin/tazobactam (tzp) evaluation because the customer reported resistant tzp results, but the expected result was susceptible. The customer originally tested the organism on vitek® 2 ast-gn69 lot 5890692203 and obtained a tzp mic>=128. Upon repeat testing, the result was susceptible (mic<=4). Additionally, the organism was tested on microscan walkaway, where a susceptible mic<=16 was obtained. Biomérieux internal investigation was conducted. The customer's cap d-08 strain and the internal biomerieux cap d-08 survey strain were sub-cultured on tsab media and identification to alcaligenes faecalis ssp faecalis was confirmed. Testing was performed on the customer lot and a random lot of ast-gn69 cards. Broth microdilution (bmd), the reference method for tzp (tzp03n) development, was also performed. 911735 (customer's d-08 strain): on the customer lot of ast-gn69 cards, an intermediate mic=64 was obtained, on the random lot, a susceptible mic<=4 was obtained. Bmd gave a susceptible mic<=4. Card and reference method are in agreement for the random lot, but the customer lot result is a minor category error when compared to reference method. 911704 (internal d-08 strain): on the customer lot of ast-gn69 cards, an intermediate mic=64 was obtained, on the random lot, a susceptible mic<=4 was obtained. Bmd gave a susceptible mic<=4. Card and reference method are in agreement for the random lot, but the customer lot result is a minor category error when compared to reference method. The investigation concluded the cap d-08 2018 strain to be an atypical strain.